Manufacturer narrative:
Concomitant product: 5076 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the right atrial (ra) lead had fractured and was exhibiting non-capture and high impedance. The lead was capped. An attempt was made to implant a replacement lead but after placement difficulty, the helix appeared to be bent, perhaps damaged during the implant attempt. The attempted lead was removed and a different lead was implanted. While attaching the new ra lead to the pacemaker, the setscrew became dislodged in the grommet. The grommet was removed, setscrew realigned and medical adhesive was used to seal the grommet hole. The pacemaker remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.